Manufacturer narrative:
A replacement power adapter was sent to the customer and is working properly. During initial follow-up, the customer confirmed there was visible fire, sparking, and melting. The customer also indicated there were no holes or cracks in the transformer housing or cord. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the outer insulation of the cord was present and resulted in a short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/ melting issues. Any add'l follow up actions will be established as a result of the CAPA process. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing. A visual examination of the cord revealed melting of the outer insulation and exposed wires (on the dc side, which does not pose an electrocution risk - see picture 1 below). The power supply was plugged in and the voltage across the dc plug was measured at 11.81 vdc, which indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. During testing, the dc cord would spark around the exposed wires when lightly manipulated; the cord also got hot in that area. The resistance across the ac blades measured 61.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the adapter was sparking and smoking. No injuries were reported.